Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys cmv igm immunoassay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a cmv igm value of (B)(6) when tested on the e 601 module. The sample was repeated using the elfa cmv igm method on (B)(6) 2019, resulting with a value of (B)(6). The sample was repeated using the mini vidas cmv igm method on (B)(6) 2019, resulting with a value of (B)(6). No units of measure were provided for this method. The sample was repeated three times using the e 601 module on (B)(6) 2019, resulting with values of (B)(6). The e 601 module serial number is (B)(4).

Manufacturer narrative:
The patient sample was provided for investigation and the investigation was able to reproduce the results obtained by the customer. The sample was shown to contain cmv igg specific antibodies of high avidity. Along that line, the sample was tested with the recomline cmv igg assay and showed reactivity of the sample towards the cmv specific antibodies gb1 and gb2. These antibodies are typically found in a rather late phase of infection. Considering all results, the patient¿s status of infection with cmv is interpreted as not acute. The cmv igm assays run by the customer as well as the recomline cmv igm assay detect persisting or declining igm titers that are not detected by the elecsys cmv igm assay.